Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing. No intervention was reported. The patient's status was in stable condition.